Manufacturer narrative:
The customer ordered the base assembly v60 stand to resolve the reported issue. Once received, the part will be replaced, and the device be put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the wheelbase part of the stand of the base assembly has one of the casters broken off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed one of the casters has broken off and the caster threads are stripped. Advised customer the latest version of the service manual is version t. Provided customer with the requested parts ID for a base assembly, v60 stand. Resolution and disposition are pending - investigation ongoing.